Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 150 - 170 units of insulin during the load sequence. Customer¿s blood glucose level was "high" on cgm; cause was unknown. The elevated bg was addressed with a correction bolus via the pump. The customer will continue to use the pump for insulin delivery.